Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dyspareunia, acetaminophen, breast cancer, heart disease, unspecified, candidiasis, abnormal uterine bleeding, uterine fibroid, dyspareunia, haemorrhage abnormal, lower abdominal pain, tachyarrhythmia, obesity, pyelonephritis, migraine, hypertension, depression, arrhythmia, parity 2, multi gravida and chest pain. Previously administered products included: celecoxib, celecoxib, clindamycin, ibuprofen, meloxicam and methylprednisolone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2862 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (vaginal hysterectomy with bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no normal abdomen,normal liver edge were identified. Left deviated uterus with increased left adnexal adhesions.uterus,cervix and bilateral fallopian tubes were excised and sent to pathology. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2022: birth control: hysterectomy. 2. Bacterial vaginosis - foul smelling discharge. Metronidazole 500 mg tablet - take 1 tablet(s) every 12 hours by oral route for 5 days. 3. Candidiasis of vagina. Diflucan 150 mg tablet - take 1 tablet today and the next tablet in 3 days 4. Pain in pelvis - patient to follow up in 2 weeks for pelvis ultrasound to rule out ovarian cyst. Motrin 800 mg po tid and tylenol 1000 mg po tid for pain. [Pathology test] on (B)(6) 2020: leiomyomata,up to 1cm in greatest dimension -adenomyosis. Secretory endometrium. Acute and chronic inflammation of cervix. Immature squamous metaplasia of cervix. Fallopian tubes,no significant histopathologic changes. The right and left fallopian tube outer surfaces are gray-tan with prominent vascularity.sectioning reveals patent lumen with metal wire in place bilaterally. [Ultrasound pelvis] on (B)(6) 2020: 1.2.9 cm posterior fibroid with mass effect upon the endometrial canal, which may reflect a intramural/submucosal uterine fibroid. This appears increased in size when compared to [ultrasound scan] on (B)(6) 2022: cyst of right ovary. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received : reporters information, medical history and lab data added, non drug treatment and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2233 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.